Event description:
Initial reporter indicated that their programming wand was not working. The 9v battery was checked and it needed to be replaced. After the battery was changed, it was reported the programming wand was still not working. The programming wand is being returned for product analysis.